Event description:
It was reported that during the device follow-up, telemetry could not be established with the implantable pulse generator (ipg). It was also reported that the device had no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).